Event description:
Caller reported an issue with the continuous glucose monitor, specifically cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received instructions on how to reset the pump, and with guidance from technical support, the pump was reset successfully. After the reset, the error did not reoccur, and the customer was able to start the sensor session without further issues.